Event description:
It was reported that before use of the bd¿ syringe ls tw/ hypodermic had a broken plunger.

Manufacturer narrative:
Investigation summary: one photo was returned for investigation and a broken thumb press was observed. One actual sample without package was returned for investigation and observed broken thumb press plunger from the returned sample. Probable cause for this non-conformance happened at the assembly machine when there was poor throw out at the auto-eject station. This caused the plunger to slant, which allowed syringe part to get caught into tooling dial pocket resulting in a broken thumb press. The defective parts may have not been properly captured by the production technician which resulted escapees to the downstream process. No DHR review could be carried out as the batch number is unknown. Awareness training was created for the manufacturing team.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd¿ syringe ls tw/ hypodermic had a broken plunger.